Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an implant procedure. Physician then had difficulty inserting the stylet into the left ventricular lead. The stylet was bent after the first insertion attempt. Lead was not used. Patient was stable after the event.